Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 3 weeks post implant of the ICD system, approximately 2 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.